Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited an increase in thresholds. After the rv lead was implanted a perforation was noted. The patient experienced chest pain. During thoracotomy surgery the lead was explanted and replaced. No further patient complications have been reported as a result of this event.